Event description:
During product evaluation, failure code 703:00 was found in the pumps' event history. There was no pt injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: failure code 703:00 was confirmed. Inspection of the device found that the failure code was caused by a defective user interface module printed circuit board. This part was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA, which was opened 2005.